Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the balloon does not fully open after insertion". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intraaortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The teflon sheath was on the iabc. The bladder was noted wrapped (or considered twisted). A dried yellow media was noted on the exterior surfaces of the iabc. Dried blood was noted on the exterior of the sample; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The proximal and middle portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon does not fully open" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "the balloon does not fully open after insertion". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".